Event description:
Complainant alleged that while attempting to defibrillate a pt, the device gave a "shock advised" prompt; however, would not allow discharge. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product and this complaint is still under investigation. The complainant indicated that this device was used in two other incidents which are being reported under medwatch 1220908-2007-00761 and 1220908-2007-00762.